Manufacturer narrative:
Images relating to this event were received and reviewed. This image review confirmed this zilver flex stent deployed normally. No foreshortening/kinking as initially reported was noted with this stent.

Event description:
This follow up report is being submitted to cancel the initial report. Images relating to this event were received and reviewed. This image review confirmed this zilver flex stent deployed normally. No foreshortening/kinking as initially reported was noted with this stent. Please note that a second stent was also reported as involved in this event. This report remains valid following the image review - reference report # 3001845648-2016-00008.

Manufacturer narrative:
These zilver flex devices are cleared but not marketed in the us. These devices are approved in the us for iliac indication only also. Indication for use has been confirmed as iliac in this instance therefore FDA MDR reporting guidelines applicable to this event. FDA report required based on the malfunction precedence for this device family for 'stent kinking during implantation' and 'stent shortening during deployment'. PMA/510(k)#: p050017/s006. This event is currently still under investigation. A follow up report will be submitted within 30 days with the investigation conclusions.

Event description:
The zilver stent foreshortened and kinked on delivery. Although requested no further details have been received relating to this event. This event is currently still under investigation. A follow up report will be submitted within 30 days with the investigation conclusions.

Manufacturer narrative:
These zilver flex devices are cleared but not marketed in the us. These devices are approved in the us for iliac indication only also. Indication for use has been confirmed as iliac in this instance therefore FDA MDR reporting guidelines applicable to this event. FDA report required based on the malfunction precedence for this device family for 'stent kinking during implantation' and 'stent shortening during deployment'. PMA/510(k)#: p050017/s006. This event is currently still under investigation and images are currently still being reviewed by an independent reviewer. A follow up report will be submitted within 30 days with the investigation conclusions.

Event description:
This event is currently still under investigation and images are currently still being reviewed by an independent reviewer. A follow up report will be submitted within 30 days with the investigation conclusions.